Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two hemopro 2 adaptors were working intermittently. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluation are completed. (B)(4).